Event description:
During the atrial fibrillation procedure, it was noted that the distal end of the catheter fractured upon insertion into the left femoral vein via a 10f long sheath. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex eco catheter was received for evaluation. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Abbott is continuing to monitor this issue.

Event description:
This report includes updated device information.